Event description:
The complaint is reported as: the doctor didn't have any issue advancing the wire but when he tried to advance the introducer over the wire it felt like it was getting hung up and caught. He tried several times to advance, bending the catheter and introducer in the process in the attempt. Another kit was pulled and a new wire introducer and catheter was attempted to be placed with the same results. A triple lumen kit was pulled and catheter placed without any problems. No patient harm or injury reported. The patient's condition was reported as critical, unrelated to the device.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the doctor didn't have any issue advancing the wire but when he tried to advance the introducer over the wire it felt like it was getting hung up and caught. He tried several times to advance, bending the catheter and introducer in the process in the attempt. Another kit was pulled and a new wire introducer and catheter was attempted to be placed with the same results. A triple lumen kit was pulled and catheter placed without any problems. No patient harm or injury reported. The patient's condition was reported as critical, unrelated to the device.